Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported event of failure to advance stylet in the lead was confirmed. The lead was returned for analysis and the styled used in the field was not returned with the lead. During analysis it was determined that a stylet could not be fully be inserted inside the lead. Destructive analysis found that the cause of the reported event was due to blood clogged in the inner coils of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. It was also noted that there were no anomalies found with the lead.

Event description:
During a double chamber pacemaker procedure, there were issues with advancing the stylet into the lead during a right ventricular lead implant. The physician decided to replace the lead and the implant was successful. There was no impact to the patient's outcome.